Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. There was moisture reported to be present in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/30/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 10/16/2015 with the following findings: during investigation, the pump was powered on and the display functioned properly. The display was clear and legible. The complaint of a blank display was not duplicated during testing. A leak test was performed and no leaks were found. The pump case was removed and no evidence of moisture or corrosion was observed.